Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report of "no power up" was observed and attributed to the lithium battery. The lithium battery was replaced to remedy the report. The customer?s report of "compressor failure - 1001" was attributed to a faulty compressor on the smart pneumatic module board. The smart pneumatic module board will be replaced. Analysis of reports of this type has not identified an increase in trend.